Event description:
Device malfunction: migration. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device achieved closure of the carotid artery after an intervention procedure. Reportedly, the starclose se device was placed in the carotid artery, but the struts were not flat. The clip was not completely fixed to the artery, but held the arterial wall together, "not completely expanded." Slight massage was done to straighten out the struts. The clip migrated to the skin. Hemostasis was achieved with the clip of the starclose se. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). Incorrect use of device, indications: the starclose se instruction for use (IFU) states, under indications, "the starclose vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of the femoral artery access sites following catheter-based procedure." (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.